Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high shock lead impedance measurements via the remote patient monitoring system over the course of approximately one year. Additional information was received indicating shock lead impedances were observed to fluctuate widely for this lead and were within normal range during the patient's most recent follow-up at the time of report. No intervention has taken place or been planned at this time. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.